Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: lead: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 271470001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's physician that was to install the implantable neurostimulator "screwed it up 3 times." Due to the attempted placements, the patient had too much scar tissue to attempt again. It was reported as "too risky of procedure to try to do it again." The patient had all components of the spinal cord stimulation system removed. Additional information has been requested, but was not available as of the date of this report.